Event description:
The patient was in the ER (emergency room) due to rising pain and they suspected that the pump was not working. The interventions, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical report: product ID: 8590-1, lot# n488677, implanted: (B)(6) 2014, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4) implanted: (B)(6) 2014, product type: catheter. (B)(6). (B)(4).